Event description:
During preventative maintenance of the device, the user reported that the ac cord was loose at the base. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Device not returned.